Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was having difficulty interacting with the pump's touchscreen as it had to be touch it multiple times before it would respond. During troubleshooting with tandem technical support, the customer's reported issue was confirmed. The customer was to use the pump for basal delivery and insulin injections for bolus delivery. The customer's blood glucose level was not impacted.